Manufacturer narrative:
Correction made to d3: baxter healthcare corporation, deerfield, il (previously baxter healthcare - mountain home, mountain home, ar). Additional information was added to: h3, h6. H10: one actual sample was received for evaluation. A visual inspection was performed with no issues noted. Functional testing, including leak, clear passage and clamp function testing were performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) transfer set and a minicap experienced a connection issue. During an unspecified process step, it was observed that the minicap was too loose and disconnected from the transfer set. There was no patient injury or medical intervention associated with this event. No additional information is available.